Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation on the left low back and legs, and underwent a lead revision procedure. During the said procedure, the neuro monitoring technician lost signal and communication to the patients lower extremities. The physician decided to abort the procedure for patients safety and explanted the thoracic paddle lead. The patient had mobility of the lower extremities but was feeling numb from the mid-chest down to her feet. The patient is currently in a rehabilitation facility.